Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not interrogate a device wirelessly or with the programmer rf (radio-frequency) head. The rf head was swapped out, but the issue remained. The sales rep (sr) stated they would double check the rf head again and send it in for repair if needed. It was later reported by the sr that the issue was found to be a bad rf head. The rf head will be returned for service. No patient complications have been reported as a result of this event.